Manufacturer narrative:
The customer's allegation was confirmed. Additionally, the device evaluation found the device was broken at the strain relief and there was a hole in the strain relief where it appeared the device blew through the plastic of the strain relief. The broken side of the fiber appeared to have signs of burning. Based on the results of the investigation, it is likely the bend at the tip if the strain relief may be consistent with pulling on the fiber. This is considered the probable cause for this failure mode the fiber likely was bent or had some other force that resulted in the fiber breaking within the strain relief which resulted in the fiber blowing out of the side of the strain relief when the energy was trapped within the strain relief. The root/ probable cause of the complaint was not related to user technique/ human factors or related to device labeling/ design. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the laser fiber spark that melted the connector upon initial clinical use occurred (in the operating room) when inserting in the machine. The issue occurred during an unspecified therapeutic procedure. The pedal was depressed, aiming beam disappeared and noise was heard. Additional follow-ups were conducted with the customer and no response was received. There were no reports of any patient or user harm due to event reported.